Event description:
It was reported that during a laparoscopic cholecystectomy procedure, staples were malformed. Another like device was used to complete the procedure. There was no consequence to the pt.